Manufacturer narrative:
This event occurred in (B)(6). Quality control on the date of patient testing was acceptable. The affiliate performed patient comparisons and a precision check and verified both had passing results. The field service engineer performed a hardware check and passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned high elecsys troponin t hs results on a cobas 8000 e 801 module. The customer provided questioned results for two patients. The initial results were reported outside the laboratory and questioned by the physician. The customer performed repeat testing on another analyzer and were determined to be correct. Patient 1 had an initial troponin result of 32.8 ng/l and repeat result of 17.4 ng/l. Patient 2 had an initial troponin result of 94.0 ng/ml and repeat result of 36.4 ng/l. Patient 2 is a (B)(6) female. The troponin reagent lot number used for patient testing was 370695 with an expiration date of 30-nov-2020.